Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "during initial part of vp-16 infusion, the tubing started leaking at connection site of filter tubing between the green and white site. Infusion was stopped and the leak was completely cleaned up. The patient was advised to wash hands with soap and water and to watch for any skin irritation. The pharmacy was notified and md reordered remaining dose for a new bag of vp-16 . The old bag and tubing were brought to pharmacy". There was no patient harm.